Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of meter to meter comparison test result reported of 86 mg/dl using truemetrix meter and test result reported of 130 mg/dl using another device brand. The customer's expected fasting blood glucose test result range is 70 - 115 mg/dl. At time of call on (B)(6) 2016, the customer reported symptoms of being tired and having a headache. At time of call on (B)(6) 2016, husband stated customer just got out of hospital because the blood glucose and blood pressure were out of control. Husband stated customer was in the hospital for three days. At call back on (B)(6) 2016, the customer's condition had improved and customer stated was not currently having any diabetic symptoms. At call back on (B)(6) 2016, customer stated the reason for being in the hospital was a combination of high blood pressure and high blood sugar. Customer is not sure what the blood glucose results were at the hospital. Customer stated that is not sure what treatment for diabetes was given at the hospital. Customer stated did not receive any medical intervention related to diabetes since the last call. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 1 week at time of call. The meter memory was reviewed for previous test result history: (B)(6).